Manufacturer narrative:
Blocks d4 and h4 have been updated based on the additional information received on june 26, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: the axios stent and electrocautery enhanced delivery system was returned with the stent fully expanded and deployed. Visual examination of the returned device found that the axios slider was broken. No other problems were noted with the stent. The reported event of stent first flange difficult to position and stent not visible under eus or fluoroscopy cannot be confirmed as this event occurred during the procedure. Additionally, the observed broken axios slider was likely due to factors encountered during the procedure, such as excessive force or how the device was handled or manipulated. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was deployed; however, it was not visible under echo-endo and was possibly deployed in the wall. No patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information: because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was deployed; however, it was not visible under echo-endo and was possibly deployed in the wall. No patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.